Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported lack of output on this external pulse generator (epg). However, analysis noted that the battery contacts were contaminated. The battery contacts were cleaned. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stimulate. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service.